Manufacturer narrative:
Patient identifier and weight are not available for reporting. Additional product code: ktt. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was first manufactured unsterile under the lot l338921 in (B)(4) and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 214.832 with lot l338921 were reviewed: no ncrs were generated during production. Review of the device history record of the unsterile device 214.832 with lot l338921 showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The review of the documents has shown that the screw was made out of blank 214.032.099 with lot h259478, and additional DHR task will be opened for the blank. Manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: 05. April 2017. Expiry date: 01. March 2027. Part #: 214.032.999, lot#: h259478 (non-sterile) - 4.6 mm screw blank 32 mm 04.5 cortex screw w/3.5 hex. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: monument moved to blank storage on 17-jan-2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient was to undergo a left dynamic hip screw (dhs) procedure with a four (4) hole plate. While attempting to insert a cortex screw into the dhs plate, the head of the screw broke off. The broken screw head was retrieved but the threaded shaft portion remains embedded in patient bone. It was determined attempts to remove the broken shaft would cause more damage to the bone. A second dhs plate, this one a six (6) hole plate, was opened and was used to complete the procedure successfully. Surgery was delayed approximately 30 minutes. Concomitant devices reported: dhs plate (quantity 1), dhs screw (quantity 1), cortex screw (214.832s, lot l370300, quantity 3), screwdriver (quantity 1). This report is for one (1) 4.5 mm cortex screw. This is report 1 of 1 for (B)(4).